Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported an unexpected restart by the insulin pump every time after installing a new battery. The customer was advised that the internal battery of the insulin pump was no longer holding a charge and would be replaced. It was also reported that the insulin pump requested a rewind after the restart. No additional information was provided.